Event description:
Chronic sinus infection; a feeling of a burning irritation in the nasal area wakes me up. After eating or drinking a persistent nausea and runny nose were present the rest of the day. It's been a year and a half. FDA safety report ID# (B)(4).